Manufacturer narrative:
Device lot number, device expiration date, device evaluated by MFR., eval summary attached, device manufactured date, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter, an 8f bsc guide catheter, y-connector and an unidentified guide wire (measuring .035¿). All devices were bloody. The tip, distal shaft, collar and hypotube was microscopically and tactile inspected. Inspection revealed a complete separation at the collar of the guidezilla. The returned guidewire was bent in half and the guidewire was ¿doubled-up¿ and threaded up through the shaft of the guide catheter (and out of the hub). The distal shaft of the guidezilla was lodged in between the guidewire and tip of guide catheter. The devices could not be pulled apart, despite efforts to separate. The distal shaft of the guidezilla was also found to have numerous kinks. The ptfe of the guidezilla was completely pulled out from the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a broken guide extension catheter occurred. A guidezilla¿ guide extension catheter was selected for use. During the procedure, after the stent was delivered, guidezilla¿ was pulled back into the guide catheter. However, it was noted that the distal end of the guide extension catheter came off in the aorta. A snare wire was used to retrieve the device fragment. The procedure was completed. No further patient complications reported. The patient's condition was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken guide extension catheter occurred. A guidezilla¿ guide extension catheter was selected for use. During the procedure, after the stent was delivered, guidezilla¿ was pulled back into the guide catheter. However, it was noted that the distal end of the guide extension catheter came off in the aorta. A snare wire was used to retrieve the device fragment. The procedure was completed. No further patient complications reported. The patient's condition was fine.